Event description:
The customer reported on 22apr2021, at approximately 22:00, their mp70 intellivue patient monitor indicated an ¿art no pulse¿ inop. The customer was expecting a more serious alarm notification, as the patient connected to the monitor had an art line that either came out or became disconnected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.